Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2009, the pt was treated for a 9 cm ruptured abdominal aortic aneurysm and was implanted with 5 gore excluder aaa endoprosthesis. Final angiography revealed no evidence of endoleak. The pt was stable. Subsequently on (B)(6) 2009, the pt became hypotensive. A reintervention occurred to treat a leaking aneurysm with type-3 endoleaks from both iliac limbs of previously placed gore grafts. Two add'l gore excluder aaa endoprostheses were placed. Final angiography demonstrated no evidence of endoleak. The pt was stable upon completion. No further complications have been reported.